Manufacturer narrative:
It was determined that the device had moved significantly due to the patient losing a lot of weight. This made it so the patient could not charge the device. The physician chose to replace the device. The device under complaint was not returned for analysis. By inspection of available device data there was no indication of a device problem.

Event description:
This device was explanted due to charging issues and impedances could not be checked. No adverse patient events were reported. Should additional information be received this file will be updated.